Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range (oor) shock lead impedances (sli). No evidence of lead noise was observed. There have been different alerts for the oor sli in the past and they were just over the high limit. The values have been consistently high for various months. It was recommended to consider increasing the upper limit for oor. If a new alert would be triggered, a commanded max energy shock was recommended. The rv lead remains in service. No adverse patient effects were reported.